Manufacturer narrative:
Product analysis: analysis confirmed the customers comment regarding the damaged output connector. The output connector assembly was broken. Hanger assembly was broken. Main printed circuit board (pcb) was contaminated. Capacitor "c277" was damaged. Backlight issue, connector on main pcb. Upper case was broken. Keypad flex was contaminated. Encoder flex was contaminated. Four knobs were contaminated. Main world label was damaged. Lcd display was contaminated. Display wire was pinched, wire insulation was exposed. Display frame was contaminated. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on an external pulse generator (epg) was damaged and would not lock in. The device was returned for repair. There was no patient involvement.